Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, however, the setscrew was noted in the connector bore.

Event description:
It was reported that during the implant procedure, it was impossible to connect the lead to this ipg (implantable pulse generator). There was a problem in the atrial connector block. The device was not implanted. The patient's status was reported as "good".